Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device. An assessment was performed which determined that the locking mechanism was not working and the burrs were wobbling. It was determined that device motor was heating up fast; had vibration and an unusual noise due to a broken drive shaft. This is indicative of applying extreme force while in use. Therefore, the reported condition was confirmed.the assignable root cause was determined to be due to misuse, abuse and/or error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the locking mechanism was not working and the burrs were wobbling on the motor device. During in-house engineering evaluation, it was observed that the device motor was heating up fast; had vibration and an unusual noise. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.